Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The returned device indicated a firmware error message/code. The power on reset (por) occurred on 2013 (B)(6) with the message of "dvdd supply, l354 self supply" indicated.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. The returned device indicated a firmware error message/code.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Us MDR FDA: it was reported there was a remote alert indicating that the device performed a ¿power on reset¿ (por). The implantable cardioverter defibrillator (ICD) was determined to be end of life (eol). The ICD was removed and replaced. There was no further patient symptoms/injuries related to this event. <(><<)>end>